Event description:
On (B)(6) 2009, isi received user facility medwatch #(B)(4) from the FDA: event description: "during a laparoscopic robotic procedure, half of a harmonic scalpel tip broke off at the hinge. The piece that broke was approx 15 mm long and 22 mm thick. The physician performed an eval but could not observe the tip. Due to the location of this surgery (peri-aortic region) the physician decided to leave the device in pt at that time. The device was visible upon x-ray. It is uncertain if the retained piece of device will be removed at a later time or left in. The pt is to f/u with her surgeon".

Manufacturer narrative:
The harmonic curved shears insert accessory was not returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info becomes available a f/u MDR will be submitted. There are no components in the harmonic curved shears inserts that meet the definition of "medical sharps" per the customer reported complaint, it has been concluded that the "scalpel" referenced by the customer is actually the clamp arm of the harmonic curved shears insert.